Manufacturer narrative:
One device was received for evaluation for the complaint that the cadd only infused 5mls in 24hour and discard volume measured 18mls, but cadd alerted with the reservoir volume showing 0ml. The review of event history/ error log review was performed. The visual and functional testing was performed. The complaint was confirmed, and the root cause was the valve stuck. The downstream occlusion seal was replaced and the stuck valve got released. The device passed all the functional testing.

Event description:
It was reported that the cadd only infused 5mls in 24hour. This was discovered during cadd refill and discard volume measured 18mls, but cadd alerted with the reservoir volume showing 0ml. The event occurred during infusion and patient harm/adverse event reported was unknown.